Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the sfx x20 torque driver shaft (part # 289410300/ and lot # nw240636) was received at us cq. The distal driving tip was broken off the shaft and the broken piece was not returned. The embedded piece cannot be confirmed as there was no evidence (photos or x-rays) provided showing that the fragments were embedded in the patient. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: drawing reviewed: no issues. Specified dimensions: shaft diameter = 3.92 mm +/- 0.03 mm. Measured dimensions: shaft diameter = 3.93 mm; conforming. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) no issues . Complaint confirmed? Yes; the distal tip of the device was broken. Conclusion: the complaint was confirmed as the distal tip was broken. However, the embedded device allegation was not confirmed as there were no photos or x-rays provided. Although no definitive root-cause can be determined it is possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw240636 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 17 sep 2019 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 04 oct 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the driver shaft¿s tip broke off during final setscrew fixation. The broken-off tip got stuck in the setscrew's head and the tightened setscrew was left deployed in the patient. The rest of the fragments were removed from the patient. There was a surgical delay of under thirty (30) minutes. No further information is available. Concomitant device reported: unknown setscrew (part# unknown, lot# unknown, quantity unknown). This report is for one (1) sfx x20 torque driver shaft. This is report 1 of 1 for (B)(4).